Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "more than a month ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with mepem (dose, route, duration and frequency not reported) and an unspecified broad-spectrum antibiotic (no further details) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available as the reporter declined further follow up.